Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the screen of a liberty select cycler was dim during power up. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment on the cycler the day of the reporter event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer one (t1) on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen brightness level was dim. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code 2003 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. The issue was resolved by replacing the inverter board. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer one (t1) on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Corrected information: h6 health effect impact code.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the screen of a liberty select cycler was dim during power up. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment on the cycler the day of the reporter event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer one (t1) on the inverter board was identified.